Manufacturer narrative:
H4: the lot was manufactured between september 17, 2021 to september 18, 2021. H10: the device was received for evaluation. Unaided eye visual inspection was performed which observed a tear at the lower left side edge of the bag. A function testing was performed which revealed a leak only at the lower left side edge of the bag. Magnified inspection verified a tear/hole in the lower left side edge of the bag where the leak had occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from unspecified location. The leak was discovered during compounding. There was no patient involvement. No additional information is available